Event description:
It was reproted the patient developed mrsa infection in the abdominal pocket. The infusion therapy was abandoned. The drug in the pump was morphine sulfate - 25.0 mg/ml at a daily dose of 4.0 mg and simple continuous rate of 0.6 ml. No other patient symptoms or outcome were reported. Additional information indicated the onset of infection was 2007. The patient did not have meningitis. The symptoms of infection included redness, swelling, drainage, pain and incisional wound opening. The primary location of the infection was the catheter track in the lumbar region. A culture was obtained of the device pocket, lumbar region, csf and blood. The results indicated bactoroid sepsis. The patient was treated with both oral and IV antibiotics and underwent total device system explant. The hcp reported the patient developed ards from the infection but stabilized. The patient outcome was reported as ongoing. See MFR # 3004209178-2008-01067.

Manufacturer narrative:
.